Event description:
Pt coughed up a piece of hard plastic. She states that while doing incentive spirometry, a piece of plastic went into her chest and she coughed it out. Unsure if all pieces of plastic were expelled.